Event description:
It was reported that a wireless module will not connect to the network. It was further reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The wireless module was received by baxter and the reported symptom of "will not connect" was confirmed. This condition was due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. This unit was removed from service.